Manufacturer narrative:
The location of the pacemaker is not known at this time. As of (B)(6) 2018, the device has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician expressed concern over the time this pacemaker had remained implanted. The pacemaker was implanted for more than 6 years and records show it was explanted on (B)(6) 2016 due to normal battery depletion (nbd). No additional adverse patient effects were reported.